Manufacturer narrative:
References the main component of the system and other applicable components are: product ID 3998, lot# lb4252, implanted: (B)(6) 2003, explanted: (B)(6) 2017, product type lead.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for multiple back operations. It was reported that all components had been removed as of (B)(6) 2017. The hcp reported that the patient still had part of the lead implanted. The hcp reported that they weren¿t able to remove the lead, they were only able to remove part of it since it was surgically implant so the patient still had a lead next to their spinalcord. No further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3998, lot#: lb4252, implanted: (B)(6) 2003, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The hcp reported that the patient needed an MRI and was the reason for explant. The hcp reported that the patient said it was a percutaneous lead but it was a paddle and the hcp was unable to remove the paddle. The hcp reported that no actions/interventions were taken to resolve the partial lead being abandoned in the patient. The hcp reported that the lead being abandoned in the patient had not been resolved. The patient was able to get a CT scan; didn't need an MRI. No further complications were reported.